Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support for an operational question regarding assistance in setting up the last bag option for a medicated bag due to peritonitis. Upon follow up, the peritoneal dialysis nurse (pdrn) reported that the patient¿s peritonitis was due to the fact that the patient does not practice aseptic technique. The patient tested positive for staph (unspecified). The pdrn reported that the patient was hospitalized for the peritonitis, however the pdrn stated there was no discharge paperwork available and would not provide any further information regarding the reported event, patient¿s treatment, prescription, dates of occurrence, or the lot number of the device.

Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler and liberty cycler set and the patient¿s staphylococcus peritonitis, there is no documentation supporting a causal relationship. Staphylococcus are common colonizers of human skin and mucosal flora. The source of the patient¿s staphylococcus peritonitis is most likely associated with a breach in aseptic technique. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.